Event description:
A customer reported a low reading issue from the adc device compared to a competitor brand meter. The customer indicated they felt unwell and became dehydrated. The customer was seen by a healthcare professional who administered an unspecified injection for treatment. Readings of "17", "20" and "25" from the hcp meter were also reported, however, it is unknown when these were taken in relation to the reported treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.